Event description:
Customer stated that it has been 2 weeks since the inserting of the bravo capsule procedure took place and the pt has not excreted the capsule. The doctor would like a medical advisor to contact him. The next day after this event was reported the nurse stated that the bravo capsule was removed successfully from the pt ((B) (4) 2009).